Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a low, out of range shock impedance measurement. The lead typically displayed shock impedances in the 50 ohm range. The local boston scientific field representative was to discuss a follow up plan with the physician. In the mean time, the plan was to monitor the patient with three month follow ups. There were no adverse patient effects. The lead remains in service.

Event description:
Subsequent information indicates that an additional low, out of range shock impedance measurement was recorded. Additional information was not able to be obtained from the local boston scientific field representative. There were no adverse patient effects reported. The lead remains in service.

Event description:
Subsequent information indicated that the system displayed an additional low, out of range shock impedance measurement. Upon review of device history, it was noted that the patient had received an inappropriate shock for atrial fibrillation with a rapid ventricular response. It was also reported that there was fuzzy noise noted on the rv channel but the noise did not impact any therapy delivery. Further, in-office testing was to be performed with the patient's bone simulator in an attempt to correlate the system's low shock impedance measurements. Attempts to obtain additional information were made but were unsuccessful. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicated additional low, out of range impedance measurements were recorded. The local boston scientific field representative reported that the patient had been brought in several times for trouble-shooting and all testing had been stable. Of note, the patient was reported to have been using a brain stimulator. Boston scientific technical services discussed that it was possible that the brain stimulator was interfering with the measurements and recommended that the next time the patient is seen, they attempt measurements with the patient's brain stimulator on. The patient is to continue to be monitored. No adverse patient effects were reported.